Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that during an infusion of IV fluids for rehydration of a pediatric patient with gastroenteritis, the IV tubing separated at the distal port and leaked after approximately 24 hours. The tubing was replaced and there was no harm to the patient.

Manufacturer narrative:
The customer¿s complaint of IV tubing separated at the distal port and leaked was confirmed. During visual inspection, it was noted immediately that pvc tubing was completely separated from the smartsite outlet port near the distal male luer. The root cause of the tubing separation was identified as a manufacturing issue due to insufficient solvent being applied at the junction of the pvc tubing.

Event description:
It was reported that during an infusion of IV fluids for rehydration of a pediatric patient with gastroenteritis, the IV tubing separated at the distal port and leaked after approximately 24 hours. The tubing was replaced and there was no harm to the patient. Received a copy of the customer's medwatch report from FDA which states, ¿IV tubing snapped at the most distal port site this has been frequently occurring unfortunately, the packaging is discarded before the failure occurs, so lot information has not been recorded"

Event description:
It was reported that during an infusion of IV fluids for rehydration of a pediatric patient with gastroenteritis, the IV tubing separated at the distal port and leaked after approximately 24 hours. The tubing was replaced and there was no harm to the patient. Received a copy of the customer's medwatch report from FDA which states, ¿IV tubing snapped at the most distal port site this has been frequently occurring unfortunately, the packaging is discarded before the failure occurs, so lot information has not been recorded"